Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that during an unspecified breast surgery, it was discovered that the cohesive gel in a mentor memorygel breast implant 325cc gel breast prosthesis appeared foggy. The surgery was later completed with another mentor memorygel breast implant 325cc gel breast prosthesis. There was no reported patient consequence.

Manufacturer narrative:
On 08-jan-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the gel of the implant was found foggy during the operation. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. No discoloration was observed in the shell of the implant. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).